Event description:
Event description guidant received information that ventricular impedance and thresholds have increased since this cardiac resynchronization therapy-defibrillator (crt-d) was implanted. A guidant technical services consultant suspects that the increased measurements may be attributed to an incomplete device-to-lead setscrew connection.